Event description:
It was reported that a single center retrospective study evaluating holep in 380 patients with preoperative indwelling urinary catheters described several postoperative patient adverse effects, including fever requiring antibiotics, acute urinary retention, blood transfusion, postoperative bleeding requiring endoscopic re surgery, and one case of sepsis requiring ICU admission, but no patients required re-catheterization and no deaths were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.